Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and inflation lumen. Device was soaked in a warm water bath for 2 days. The tip, balloon, proximal bond, inner/outer shaft, and hypotube were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube, damage to the tip, and damage (hole/perforation) to the outer shaft that was located directly behind the proximal bond (25 mm from tip) and was 4mm in length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the calcified mid-left anterior descending (lad) artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft hole/perforation.